Event description:
The autopulse platform (sn unknown) displayed fault code 27 (encoder fault (> 3000 rpm)) error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.